Manufacturer narrative:
Product event summary: analysis confirmed the complaint of a faulty dial knob and it was repaired. The device was inspected, the battery contacts cleaned, the main board calibrated and the device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a faulty dial knob. It was further reported that this was considered an out of box failure and that it was requested that it be considered as a warranty repair. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.